Event description:
It was reported that premature battery depletion was observed, and the device was in eol (end of life). The patient was hospitalized (with no adverse events) and the device will be replaced on monday. There were no anomalies found during device interrogation. A copy of device memory was saved and submitted to technical services for review, and found that eri (elective replacement indicator) was set on (B)(6) 2020 due to a long charge time; however, the battery voltage was normal. A technical services consultant forwarded the data to engineering. After their review, they discovered that the device appears to have a hardware anomaly, possibly in the charging of circuitry or the high voltage capacitors. Due to this anomaly, device replacement was recommended. It was also indicated that the data provided by the field rep showed the battery status was in eri and not eol. No adverse patient effects were reported. Additional information: based on the information that was provided by the field rep, it is assumed that this device was explanted and replaced. Several requests were submitted to acquire additional information regarding this event, including confirmation of the explant (date of explant), and device return; however, no response was received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This device is expected to explanted and returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported during ongoing use, premature battery depletion was observed and the device was in eol (end of life). The patient was hospitalized (with no adverse events) and the device will be replaced on monday. There were no anomalies found during device interrogation. After technical services reviewed disk analysis, they found that eri (elective replacement indicator) was set on (B)(6) 2020 due to a long charge time. The battery voltage was normal. Technical services forwarded the data to engineering, and after their review, they discovered that the device appears to have a hardware malfunction possibly in the charging of circuitry or the high voltage capacitors. It was recommended to replace the device as soon as possible. Technical services also indicated that the device data provided by the field rep showed the battery status was in eri and not eol.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. Review of device memory confirmed that the device had reached eri battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered eri (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported that premature battery depletion was observed, and this device had declared end of life (eol). The patient was hospitalized, with no adverse events, and the device will be replaced on monday. There were no anomalies found during device interrogation. After technical services reviewed disk analysis, they found that the elective replacement indicator (eri) was set on (B)(6) 2020 due to a long charge time. The battery voltage was normal. Technical services forwarded the data to engineering, and after their review, they discovered that the device appears to have a hardware malfunction possibly in the charging of circuitry or the high voltage capacitors. It was recommended to replace the device as soon as possible. Technical services also indicated that the device data provided by the field rep showed the battery status was in eri and not eol. Subsequently, this device was explanted and replaced, and was received for analysis. No additional adverse patient effects were reported.